Event description:
It was reported that the pt expired. The cause of death was unk. It was reported that the death was unrelated to the implanted system. Add'l info has been requested from the hcp; a f/u report will be sent if add'l info becomes available.